Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited elevated shock impedance measurements of 103 ohms. The patient was monitored at that time. Then shock impedance measurements gradually increased to greater than 125 ohms. Troubleshooting options were discussed. No adverse patient effects were reported. The device remains in service.